Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of post timer/24v failure. Reportedly, customer stated that the manufacture's field service engineer (fse) completed a preventative maintenance (pm) last week and now the device is not working. The customer reported there was no patient involvement.

Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Unit would not power up at all. Fse checked power cord for 110 volts and found it was ok. However, fse found that the power cord was loosely plugged in to the ventilator and the securing screw was not tight. Fse also found no tie down for the power cord to reduce stress on it. Resolution and disposition: fse reseated power plug securely and tightened down the screw to hold it in. Fse also replaced the power cord clamp to reduce stress or likelihood of it pulling out again. Unit passes extended self-test (est). Unit ready for patient use. Conclusion: the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: the root cause for the reported issue is due to the power cord was loosely plugged in to the ventilator and the securing screw was not tight. Additionally, there was no tie down for the power cord to reduce stress on it.